Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Event date: unknown, assumed (B)(6) of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after about the third clip, the clips were not properly forming. Another like device was used to complete the procedure. The device was not from a kit. A cholangiogram was not performed. There were no adverse consequences for the patient.